Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.the event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the pump was on, but the display remained black. The customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 684-685 mg/dl and a high ketone level identified as dangerous by healthcare provider. Customer addressed the elevated bg by manual insulin injection and was treated with intravenous fluids of saline and insulin. Customer was discharged the same day with the issue resolved and no permanent damage. No alerts of occlusion and no issues with infusion set or cartridge were identified. Customer reverted to an alternate method of insulin.